Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure three in.pact admiral dcbs were used to treat the right prox and mid sfa. Approximately 11 months post procedure the patient died of unknown cause. Investigator assessed the event as not related to the device, procedure or paclitaxel.